Event description:
The field reported high hvli and noise on the egm. The physician re-opened the pocket to ensure proper pin to header connection. When connected to the psa, the lead demonstrated normal capture and sensing measurements. However, from rv tip to rv coil showed an elevated hvli. The lead was replaced and the psa measurements with the replacement lead were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.